Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). (B)(4) apply to product ID: 3889-28 only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient met with someone on friday to have the system checked or turned off or on. The hcp was unsure if the patient met with a manufacturing representative and guessed that they were trying to turn it on or program it. It was stated that the patient was getting shocked in different parts of her body besides where she was supposed to be getting shocks. It was also noted that they were saying that the patient had a broken lead but the hcp was unable to confirm. The hcp reported that he thought the patient's ins battery had been depleting quickly and they were trying to do something with the battery. It was noted that they were maybe testing it and the patient was getting shocked in different parts of her body. The hcp stated that the person who met with the patient probably said it was due to the broken lead. It was recommended that the caller confirm the status of the lead and to follow-up with the patient or the patient's hcp. It was also noted that the patient was waiting to hear from her hcp in regards to having the system removed and replaced on the opposite side of her body. There were no further symptoms or complications reported or anticipated.